Event description:
A battery depletion issue with the pump was reported along with problems regarding cartridge reading and updates. There was no reported impact on the customer¿s blood glucose level. The customer declined further assistance and follow-up, and no additional actions were required by technical support.